Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for retraction failure with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of retraction failure was not observed as all the tested lancets have correctly retracted after activation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported with the use of the bd microtainer® contact-activated lancet experienced a retraction issue - delay or no retraction and a needlestick injury (blade/needle) post use. The following information was provided by the initial reporter: the customer stated "two lancets that did not fully retract, resulting in dirty needle sticks. Verbiage received - "I would like to inform you that we have had two needlesticks in september involving bd lancets that did not appear to retract. These occurred at white plains hospital and involved two different rns in two different units. Attached is a picture of one of the needle and we believe the box it came in."

Manufacturer narrative:
OEM manufacturer: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd microtainer® contact-activated lancet experienced a retraction issue - delay or no retraction and a needlestick injury (blade/needle) post use. The following information was provided by the initial reporter: the customer stated "two lancets that did not fully retract, resulting in dirty needle sticks. Verbiage received - "I would like to inform you that we have had two needlesticks in september involving bd lancets that did not appear to retract. These occurred at white plains hospital and involved two different rns in two different units. Attached is a picture of one of the needle and we believe the box it came in."